Event description:
My 19 year old daughter was recently diagnosed with t1 diabetes. She replaced her dexcom g7 and about 7 hours later it started reading below 60 mg/dl and dipped below 50 mg/dl several times. She went to the emergency room and they found her blood sugar was actually 120 mg/dl while the dexcom g7 was reading below 60. She replaced the unit with another which started fluctuating between 50-130 mg/dl so she removed that dexcom g7 too. Both units shared the same lot number 1724139002 with an expiration date of 2025-10-31. Although my daughter was not harmed or in danger these faulty units could cause a serious medical problem for some users. Reference report: mw5163741.